Event description:
International affiliate reports the tip of the expedium di intermediate castle tightener broke during surgery. The broken tip was retrieved. The difficulty resulted in a ten minute delay to the procedure with no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination revealed that two of the four castle nut tabs was fracture at the distal tip of the instrument. Results of fracture analysis suggest the tabs underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.